Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the dealer alleges the seat rails will not sit into saddle when chair is open.